Manufacturer narrative:
The reported lot number does not correspond with the reported part number and could not be validated. The subject device is not expected to be returned to the synthes manufacturer for evaluation and is reportedly implanted in the patient. (B)(6). Street address is not available. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that the surgeon experienced difficulty locking four variable angle locking screws during fixation of a variable angle locking plate to treat an olecranon fracture on (B)(6) 2015. The surgeon reported that insertion of the six locking screws was started at the proximal part of the plate. The reported screw heads appeared "torn" stripped) as he inserted them and he opted not to lock four of the implanted screws. There was no report of surgical delay or harm to the patient. This report is 1 of 4 for (B)(4).